Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. After removal outside the patient, a catheter twist occurred. It was believed this was due to the imaging being active during removal and the separation of the wire. The procedure was not completed due to the same device not being available. There were no patient complications. It was further reported that the procedure was canceled, and the patient was not treated as planned. The anesthesia used was local anesthesia.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the sheath and imaging window assembly and that the device was returned with the imaging window twisted.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. After removal outside the patient, a catheter twist occurred. It was believed this was due to the imaging being active during removal and the separation of the wire. The procedure was not completed due to the same device not being available. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. After removal outside the patient, a catheter twist occurred. It was believed this was due to the imaging being active during removal and the separation of the wire. The procedure was not completed due to the same device not being available. There were no patient complications.